Event description:
Pt having an av fistulgram with plasty, angioplasty balloon was used and when inflated in the pt over the area of stenosis it was noted that the balloon was not performing properly. Balloon removed and found to have a pinhole leak in the tip.